Event description:
The customer reported via phone call that they had no delivery alarms during a bolus or fixed prime on the insulin pump. Customer stated that the reservoir was not empty and they were disconnected. Customer was asked to deliver a 5 unit via fill cannula and insulin exited. Customer was advised to remove the cannula but was unsure if it was bent. Customer had a hardened site with blood and scar tissue. Customer was advised to change their insertion site.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.